Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The generator was returned and evaluated and a failed component was the cause of the reported issue. A review found this to be an isolated component failure.

Event description:
The customer reported that the generator self-activated. There were no injuries because it was identified during testing prior to the procedure. Device was hooked up to a tester. While hooked up to tester, it gave a sound like activation for 2-3 seconds and then off. The customer never tried to measure output, so they cannot say for certain that output was present only the sound of activation.